Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device found that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Functional evaluation was performed by attaching the device into an encore inflation unit, the balloon was inflated a leak was noted due to a pinhole located at the proximal section of the balloon. Examination of the balloon material and proximal markerband identified no issues which could have potentially contributed to this complaint. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used in the kidney, ureter and bladder (kub) during an ureteroscopy (urs) procedure performed on (B)(6) 2019. According to the complainant, during introduction of the device into the patient, it was noted that the balloon had a leak. The procedure was completed with another uromax ultra dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.